Manufacturer narrative:
A field service engineer (fse) visited onsite and confirmed the reported problem. The fse confirmed that there was no sound from the loudspeaker, and the monitor displayed loudspeaker error. The fse replaced the speaker to resolve the issue. The device was operational after repairs were completed. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Reporting address state:(B)(6). Reporting institution phone#: (B)(6). Reporting address line1: (B)(6).

Event description:
The customer reported that the device gives error message of faulty speaker. It was later found that there was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.